Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep retrieved the tar ball and reloaded the touchscreen software. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would not save the produced images. No pt injury was reported.